Event description:
Clinic notes dated (B)(6) 2014 note that the patient suffered several seizures for the past week and went to the emergency room. It was noted that the lab work was negative and there had been no change in his medication. It was noted that the patient's seizures were well controlled and that last week the patient began having frequent seizures. It was noted that there is a possibility vns is not working. Vns interrogation did not show "impulse outputs prompt changing the battery". The patient was referred for vns replacement evaluation. It was later reported that the patient underwent generator replacement due to eos - yes. Attempts to obtain additional relevant information have been unsuccessful to date. The generator has not been received for analysis.

Event description:
Additional information was received stating that the vns patient¿s explanted generator was discarded; therefore, no analysis can be performed. An implant card was received indicating that the patient¿s explanted generator was disabled due to end of service.